Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the pump's battery life was shorter than expected. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed no evidence of short battery life; several low battery warnings were observed due to normal battery wear. A visual inspection of the pump showed that the battery compartment was cracked. The pump successfully completed the ez prime steps with no alarms. The pump¿s current draws were found to be within specifications. The pump cover was opened and no intermittent connection was found to the power circuit. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. (B)(4).